Event description:
No additional information to report at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain, shortness of breath, tilt, limited activity, worry, and trauma are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava (vc)/organ perf, abdominal pain, sob, tilt, limited activity, worry, and trauma. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(Device code): appropriate term/code not available for device perforation. (Device code): appropriate term/code not available for device tilt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to prolonged bedrest , the inability to anticoagulated along with a history of fibroids. The patient is alleging, ¿vena cava perforation, organ perforation.¿ the patient is further alleging,¿ I frequently get sharp pain in the abdomen area, like the filter is sticking I also sometimes have shortness of breath.¿ the patient is further alleging,¿ I can¿t lay on my filter side anymore, I like strength exercises but here a lot that I can¿t do anymore.¿ the patient is further alleging,¿ I worry all of time, it¿s trauma ¿ my body was healthy before this, and now the filter is making things even worse. I don¿t trust doctors.¿ per the inferior vena cava (ivc) placement report dated (B)(6) 2009: "1)successful placement of a retrievable, infrarenal celect ivc filter via the right common femoral vein. If removal of this filter is indicated, it should be removed within the next 3 months". Months. Per an independent review of computed tomography (CT) scan of the abdomen and pelvis without IV contrast ((B)(6) 2017): "positive for caval perforation. Superior extent of ivc filter is at the l 1-l2 disc space. Inferior extent mid l3 vertebral body. A total of eight prongs have perforated the ivc. Maximum distance prong perforated is 5 mm. Coronal images show 4-degree tilt right-to-left. Sagittal images show 2-degree tilt anterior-to-posterior. Diameter of ivc directly above filter measures 22 mm x 15 mm. A prong has perforated bowel".

Manufacturer narrative:
Manufacturers ref # (B)(4). Catalog # is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on b)(6) 2009". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.